Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens shot out of the injector, causing zonule rupture and vitreous loss. This lens went into the bag more forward in the sulcus and was not supported. Subsequently, the les was explanted and a different model lens was placed in the sulcus. It is unk whether the lens was removed and replaced during the same procedure. An unapproved viscoelastic was used in the device f/u info was received from the surgeon, who reported that during the event, a capsule lesion ring was used and an anterior vitrectomy was performed. The event has resolved.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. However, due to info provided, the event may have occurred due to a failure to follow the dfu. The customer used an unapproved viscoelastic in the device. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).